Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient was hospitalized after the device delivered anti-tachycardia pacing and high voltage therapy that were inadequate to terminate ventricular tachycardia. The device was reprogrammed. The patient remained hospitalized for further evaluation and optimization of device programming.